Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the ophthalmic knife was dull during surgery. The surgery was completed after replacing the knife with another one. The surgery type is unknown. No patient impact was reported.

Manufacturer narrative:
Two opened slit knives, in blisters, not in tip protector were received for the report of dull knives. Samples were visually inspected and found to be conforming. Functional penetration testing was performed and found to be conforming. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned opened samples were found to be visually and functionally conforming, therefore a dull blade of knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the knives were manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).